Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that after a perforation occurred (how and what device is unknown), the graftmaster stent dislodged during prep. Another device was used to treat the perforation and the patient is doing well. No additional event or patient information is available.